Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve infolded after the second recapture. The valve would not fully expand at 80% deployed. It was reported that the valve load was good. The valve was deployed with no issues. Paravalvular leak (pvl) was reported due to calcified annulus. A post balloon aortic valvuloplasty (bav) was used with a 26 x 40 mm non-medtronic balloon and resolved the pvl. However, mild to moderate central aortic insufficiency(ai) was reported. All wires and catheters were removed and the central ai remained. Subsequently, a second valve was deployed valve-in-valve with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
This valve was not recaptured and did not have an infold or expansion problem as was reported in the initial medwatch report submitted october 30, 2019. Additional information was received that the valve was implanted on the first deployment without issues. After the balloon aortic valvuloplasty (bav) was performed due to pvl, a transesophageal echocardiogram (tee) showed all leaflets moving, but persistent moderate central regurgitation was noted. An attempt was made to free the leaflets by spinning an pigtail at the leaflet level, but central leak was still present. A second bav was performed, but moderate central leak remained. Per the physician, the bav did not injure the leaflet. It was reported that the inflation time was 20 seconds and the inflation device was a 30 ml syringe that was hand inflated. No pre-implant bav was performed. If information is provided in the future, a supplemental report will be issued.